Event description:
It was reported that the device exhibited an error code. There was unknown patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual testing was performed. The customer reported problem was not duplicated, however, functional testing found a defective downstream occlusion (dso) sensor. The dso sensor will be replaced.